Event description:
The customer reported a loss of peep while the device was in use. The nellcor puritan bennett customer support engineer (cse) inspected the device and verified the pressure loss. The cse replaced the autozero solenoids. The unit passed extended self testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.